Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g1, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. Corrected fields: b6, b7, d10. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states,the customer reported the screen distorted during startup. The device has not been used and no injuries were reported. The device is out of warranty. The customer declined paid maintenance and decided to handle the issue themselves. The customer is advised that the faulty device cannot be used clinically.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during startup, the cs100 intra-aortic balloon pump (iabp) units screen distorted. There was no patient involved.